Manufacturer narrative:
(1) batch sample test: on february 17, 2025, 10 pieces of hypodermic needle retention sample products with batch number: ckdj08-04 specification: 25g*5/8"(0.5mm*16mm) were selected for the following tests: 1. The lumen patency test of needle tube: according to the requirements of iso7864-2016(e) standard, 5 samples were taken for testing. The 0.23mm stylet was used to pass through the needle tube lumen, and the stylet could be dropped freely. 2. Simulated clinical use for suction injection test: 5 hypodermic needles were taken, and the suction injection liquid was tested in simulated clinical practice one by one. The simulation test results: all of them were unobstructed without blockage. 3.production process review: according to the batch number, the batch record of the production process and the finished product inspection report are traced back, and no such abnormal situation is found in the production process and the finished product inspection process.

Event description:
The customer reported that the product appears to be faulty. Both the doctor and nurse experienced difficulties with proper medication injection using the product, necessitating a switch to different gauge needles. They are requesting a return or refund due to their inability to use the product effectively. Additionally, this issue has caused unnecessary discomfort for patients due to failed attempts.